Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: ne u_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that stimulation was too strong. When the patient got home from the hospital, stimulation was turned on and it was so strong it knocked her on the floor and hit her head. When the patient had been in the hospital it had been turned on and seemed okay at the time. The stimulation had then been turned off before leaving the hospital. It was when the patient got home that it had been turned on again. After turning stimulation on, it could not be turned back off or down. The screen was noted to just stay on the regular programming screen. Patient programmer (pp) information was reviewed and when the caller hit the stimulation off key, stimulation immediately stopped and the patient felt relief. It was clarified that the power on/off key for the pp had been the button pressed before. Help with turning down stimulation to 0.0 volts before turning stimulation back on again was declined. The patient was referred to their healthcare provider (hcp). Follow-up found that there was a 50% or greater symptom reduction and the cause had not been determined. Additional information reported that when the patient had fallen, the patient had been in a chair and her legs blew out from under her and she fell out of the chair onto her back and hit her head on the tile. The patient had a spinal tap and it was thought the manufacturer representative set it too soon, so when the patient got home, the stimulation was set too high. On (B)(6) 2014 stimulation was able to be decreased but it could not be increased. It was thought something may have happened when the patient fell down. After implant and the fall the patient got blockage of the bowels. The patient started to blow up. She was taken to the emergency room on (B)(6) 2014 and it didn¿t solve it. 2 days later, the patient went to her hcp and then the hospital for 2 days to get the blockage cleared up. The patient was doing better with the blockage. The caller was asked to sync the pp with the implantable neurostimulator (ins). The pp showed a screen with a 1 and 0.0 volts. The ins on button was pressed and the patient felt too much stimulation. The stimulation was then turned off. The patient had developed a big bruise on her hip and the hospital could not tell if it was from the fall or from the surgery. A phone call follow-up found that the patient had met with a representative and helped them with reprogramming. They were shown how to increase and decrease and it was stated that there was nothing wrong with the device. The patient was receiving stimulation. It was noted they were going to try and turn it up a bit but that it was working well. It also was noted that the hospitalization due to the bowel issue was not related to the stimulator but to the narcotics she was on. That issue was stated to be resolved. No further follow-up was needed as it was stated that the patient was receiving stimulation and that it was working well after meeting with the representative.